Manufacturer narrative:
The analyzer serial number was not provided. The investigation determined that the elecsys hiv combi pt v2 assay performed within specifications. A review of calibration and quality control data confirmed that all results were within expected ranges for both assay versions. Internal testing indicated that the observed differences in cutoff index (coi) values between the hiv combi pt and hiv combi pt v2 assays were within acceptable limits and not indicative of a product issue. Factors such as the use of different analyzers, storage conditions of patient samples, and the inherent variability of samples near the cutoff value were identified as potential contributors to the observed discrepancies. The investigation concluded that the differences in results were dependent on the lot used and not specific to the assay version.

Event description:
The initial reporter alleged a 12% lower recovery when using the elecsys hiv combi pt assay compared to the previous version of the hiv combi pt assay. The customer conducted a comparison study using two different laboratories and two different e602 analyzers. Two sample sets of fifty patient samples were tested on different days. The evaluation was performed using the passing-bablok regression method. The results showed a systematic offset in the cutoff index (coi) values between the two assay versions, with the hiv combi pt v2 assay generally producing lower coi values. Most sample results yielded the same interpretation (e.g., non-reactive, indeterminate, or reactive) between the two assays. However, discrepancies were observed in several samples, particularly those with results near the cutoff value of 1.0 coi. Specific examples of discrepant results include: - sample (B)(6): 0.959 coi ((B)(6) 2021, indeterminate) on hiv combi pt v2 vs. 1.11 coi ((B)(6) 2021, reactive) on hiv combi pt. - sample (B)(6): 0.792 coi ((B)(6) 2021, non-reactive) on hiv combi pt v2 vs. 0.948 coi ((B)(6) 2021, indeterminate) on hiv combi pt. - sample (B)(6): 0.864 coi ((B)(6) 2021, non-reactive) on hiv combi pt vs vs. 0.903 coi ((B)(6) 2021, indeterminate) on hiv combi pt. - sample (B)(6): 0.967 coi ((B)(6) 2021, non-reactive) on hiv combi pt vs vs. 1.04 coi ((B)(6) 2021, reactive) on hiv combi pt. - sample (B)(6): 0.928 coi ((B)(6) 2020, indeterminate) on hiv combi pt vs vs. 1.08 coi (no date, reactive). - sample (B)(6): 1.32 coi ((B)(6) 2020, reactive) on hiv combi pt v2 vs. 0.898 coi ((B)(6) 2020, non-reactive) on hiv combi pt. - sample (B)(6): 0.913 coi ((B)(6) 2020, indeterminate) on hiv combi pt vs vs. 1.01 coi (B)(6) 2020, reactive). - sample (B)(6): 0.741 coi ((B)(6) 2020, non-reactive) on hiv combi pt vs vs. 0.93 coi (no date, indeterminate). - sample (B)(6): 0.849 coi (B)(6) 2020, non-reactive) on hiv combi pt v2 vs. 1.05 coi ((B)(6) 2020, reactive) on hiv combi pt. - sample b)(6): 0.742 coi ((B)(6) 2020, non-reactive) on hiv combi pt vs vs. 0.909 coi (no date, indeterminate). The samples vir047 and vir280 were subsequently sent for confirmatory testing at the statens serum institut (ssi). Both samples were found to be negative for hiv antigen, anti-hiv-1, and anti-hiv-2. The results obtained during the comparison study were not reported outside the laboratory.